Event description:
Device has been explanted.

Manufacturer narrative:
Information reported on previous medwatch supplemental stated the device has been explanted, this was reported in error. Has been updated to restore record to its original state as this is corrected information.

Event description:
Patient reported right side "softer". Patient reported additional event of deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion and one opening linear on radius. Leak test and microscopic analysis was performed which identified: one opening crease smooth on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one crease smooth opening on radius due to fold flaw opening. The reason for reoperation was deflation.

Event description:
Patient reported right side "softer". Patient reported additional event of deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "softer". Patient reported additional event of deflation. Device remains implanted.